Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: a review of the black box indicated rebooting had occurred on (B)(4) 2014 after a replace battery alarm, low battery warnings, and call service 064 alarms. Visual inspection revealed that the battery compartment was cracked. There was no damage found to the returned battery cap. The battery cap attached properly to the pump and completed a 24 hour exercise test with no power issues occurring. The pump cover was removed and there were no defects or damage found to the power circuit. Unrelated to the complaint, investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power-intermittent (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.